Event description:
It was reported that the lens became opaque approximately 9 years post implant in the pt's left eye. According to the reporter the sight in the left eye is impaired, and the pt may require lens exchange if sight deteriorates further. Additional info has been requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.